Event description:
Info received indicates the head hi/low functions drifts down slowly.

Manufacturer narrative:
The tech isolated the issue to be a faulty emergency trend valve. The emergency trend function was functioning. He replaced the emergency trend valve to repair the bed. The bed is functioning properly.